Event description:
The hosp reported a black fluid was leaking from the tip of the scope into the pt's bladder. It is unk whether the same device was used or the doctor used another device to complete the procedure. The hosp did not disclose if or how the fluid was evacuated from the pt's bladder. However, there was no allegation of harm.